Event description:
A customer had a problem with an angel wing. The customer stated that the needle that goes into the blood collection device detached and stayed in the vacutainer. A nurse received a contaminated needle stick has trying to get the needle out of the vacutainer.